Event description:
It was reported that the procedure was to treat a de novo lesion in the anterior tibial artery with heavy calcification. The 3x200mm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated to 8 atmospheres (atm); however, the balloon ruptured during the first inflation. Another 3x200mm armada bdc was then inflated to 8 atmospheres (atm) at the target lesion; however, the second balloon also ruptured during the first inflation. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another armada balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.